Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was found that atrial lead exhibited noise and inappropriate mode switch episodes. No intervention was performed. The patient was stable.